Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 48 mm evoque procedure in tricuspid position. Post-operative day four (pod 4), an electrocardiogram (ECG) demonstrated second-degree atrioventricular (av) block, wenckebach type. A dual-chamber pacemaker was implanted in the patient on pod 8. On pod 9, interrogation of the newly implanted pacemaker showed an exit block of the left-ventricular lead. As a result, on pod 12 an epicardial lead was implanted and the endocardial left ventricular lead was explanted. The patient was recovered. The valve was implanted as intended between 0-5 mm from the annular plane.

Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.